Manufacturer narrative:
All available information was investigated and the reported difficulty closing the clip and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty closing the clip and clip jumpiness. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. It was noted that the clip (21229r1002, cds0705-xtw) was not closing in the ventricle. The clip was pulled from the left ventricle to the left atrium in the inverted position. The clip was able to be closed when the arm positioner was turned further in the close direction; however, when the clip closed, it jumped closed. It was decided to remove the clip. Another clip (30227r1016, cds0705-xtw) was advanced to the mitral valve. After grasping the leaflets, the pressure gradient increased to 7.2mmhg. The clip was repositioned, but the gradient remained at 7.2mmhg. The clip was removed. Another clip (30215r1060, cds0705-ntw) was implanted, reducing mr to grade 1. The pressure was at 6mmhg. The physician was satisfied with the result and decided to deploy the clip. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.